Manufacturer narrative:
An event of mild pulmonary edema, a groin rash due to the adhesive from the bandages, anemia, and back pain was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, a 25 mm portico ng valve was successfully implanted. On the same day, an x-ray was performed and revealed mild pulmonary edema. The patient also had a groin rash related to the adhesives from their bandaged. Medication was administered to treat both the rash and the edema. The rash subsided on (B)(6) 2022. On (B)(6) 2021, the patient presented with anemia of an unknown origin. On (B)(6) 2021, the patient mentioned lower back pain, so medication was given. On (B)(6) 2022, the patient presented with musculoskeletal pain, so again medication was given. There is no allegation that the lower back and musculoskeletal pain were caused by the abbott device or procedure. No additional information was provided.